Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2008, breast reduction in 1995, gravida ii and parity 2. Concurrent conditions included hyperthyroidism, hypercholesterolemia, dysfunctional uterine bleeding, cervical dysplasia, uterine polyp, high cholesterol, hypothyroidism, cramp in lower abdomen, menses irregular with excessive bleeding, adenomyosis, chronic cervicitis, bronchitis, fever, shortness of breath, wheezing, thyroiditis, hypertension, dizziness, respiratory tract congestion, dry cough, postnasal drip and scoliosis. Concomitant products included azithromycin, benzonatate, ethinylestradiol;norethisterone acetate (junel) since (B)(6) 2015, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), ketorolac since (B)(6) 2015, levothyroxine, levothyroxine sodium (synthroid) since (B)(6) 2013, medroxyprogesterone acetate (depoprovera), nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015 and prednisone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding((vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (d&c and total hysterectomy cystoscopy ((B)(6) 2016)). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2015 now it is given (B)(6) 2015. Discrepancy noted have you had your essure (or any part of the device) removed? No and plaintiff is currently planning for essure removal. Where as in mr it was reported as pre-op/ post-op diagnosis: dub, menorrhagia (as written) procedure: procedure(s) robotic total hysterectomy cystoscopy on (B)(6) 2016. The bilateral essure coils were placed without complications and went easily into each tube without any resistance with 1 coil protruding on the right and 3 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2016: an ultrasound was performed that showed a thickened upper endometrial lining of 12 mm suggestive of several polyps and a 4.7 cm simple left ovarian cyst. We discussed how both of these could be contributing to her dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2008, breast reduction in 1995, gravida ii and parity 2. Concurrent conditions included hyperthyroidism, hypercholesterolemia, dysfunctional uterine bleeding, cervical dysplasia, uterine polyp, high cholesterol, hypothyroidism, cramp in lower abdomen, menses irregular with excessive bleeding, adenomyosis, chronic cervicitis, bronchitis, fever, shortness of breath, wheezing, thyroiditis, hypertension, dizziness, respiratory tract congestion, dry cough, postnasal drip and scoliosis. Concomitant products included azithromycin, benzonatate, ethinylestradiol;norethisterone acetate (junel) since (B)(6) 2015, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), ketorolac since (B)(6) 2015, levothyroxine, levothyroxine sodium (synthroid) since (B)(6) 2013, medroxyprogesterone acetate (depoprovera), nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015 and prednisone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding((vaginal)"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (d and c and total hysterectomy cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and genital haemorrhage had resolved and the abdominal pain, dysmenorrhoea, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2015 now it is given (B)(6) 2015. Discrepancy noted have you had your essure (or any part of the device) removed? No and plaintiff is currently planning for essure removal. Where as in mr it was reported as pre-op/ post-op diagnosis: dub, menorrhagia (as written) discrepancy noted: previously reported as total hysterectomy cystoscopy ((B)(6) 2016) and now plaintiff claims that unable to afford surgery. Patient received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Procedure: procedure(s) robotic total hysterectomy cystoscopy on (B)(6) 2016. The bilateral essure coils were placed without complications and went easily into each tube without any resistance with 1 coil protruding on the right and 3 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded.. Imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) showed bilateral occlusion. Ultrasound scan - on (B)(6) 2016: an ultrasound was performed that showed a thickened upper endometrial lining of 12 mm suggestive of several polyps and a 4.7 cm simple left ovarian cyst. We discussed how both of these could be contributing to her dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received: event post removal complications was added. Event outcome for pelvic pain, abnormal bleeding and menorrhagia was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2008, breast reduction in 1995, gravida ii, parity 2, ovarian cyst, menses irregular with excessive bleeding, breast reduction and cholecystectomy. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included hyperthyroidism, hypercholesterolemia, dysfunctional uterine bleeding, cervical dysplasia, uterine polyp, high cholesterol, hypothyroidism, cramp in lower abdomen, menses irregular with excessive bleeding, adenomyosis, chronic cervicitis, bronchitis, fever, shortness of breath, wheezing, thyroiditis, hypertension, dizziness, respiratory tract congestion, dry cough, postnasal drip and scoliosis. Concomitant products included azithromycin, benzonatate, ethinylestradiol;norethisterone acetate (junel) since (B)(6) 2015, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), ketorolac since (B)(6) 2015, levothyroxine, levothyroxine sodium (synthroid) since (B)(6) 2013, medroxyprogesterone acetate (depoprovera), nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015 and prednisone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding((vaginal)"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (d and c and total hysterectomy cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and abdominal pain had resolved and the dysmenorrhoea, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2015 now it is given (B)(6) 2015. Discrepancy noted have you had your essure (or any part of the device) removed? No and plaintiff is currently planning for essure removal. Where as in mr it was reported as pre-op/ post-op diagnosis: dub, menorrhagia (as written) discrepancy noted: previously reported as total hysterectomy cystoscopy ((B)(6) 2016) and now plaintiff claims that unable to afford surgery. Patient received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Procedure: procedure(s) robotic total hysterectomy cystoscopy on (B)(6) 2016. The bilateral essure coils were placed without complications and went easily into each tube without any resistance with 1 coil protruding on the right and 3 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-aug-2015: essure device was successfully occluded.; on (B)(6) 2015: normal hysterosalpingogram showing complete occlusion of both fallopian tubes secondary to placement of essure filament.. Imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) showed bilateral occlusion. Ultrasound scan - on (B)(6) 2016: an ultrasound was performed that showed a thickened upper endometrial lining of 12 mm suggestive of several polyps and a 4.7 cm simple left ovarian cyst. We discussed how both of these could be contributing to her dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, lot number: b40024, manufacturing date: 2013/06, expiration date 2016-06-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2008, breast reduction in 1995, gravida ii, parity 2, ovarian cyst, menses irregular with excessive bleeding, breast reduction and cholecystectomy. Previously administered products included for an unreported indication: oral contraceptive. Concurrent conditions included hyperthyroidism, hypercholesterolemia, dysfunctional uterine bleeding, cervical dysplasia, uterine polyp, high cholesterol, hypothyroidism, cramp in lower abdomen, menses irregular with excessive bleeding, adenomyosis, chronic cervicitis, bronchitis, fever, shortness of breath, wheezing, thyroiditis, hypertension, dizziness, respiratory tract congestion, dry cough, postnasal drip and scoliosis. Concomitant products included azithromycin, benzonatate, ethinylestradiol;norethisterone acetate (junel) since (B)(6) 2015, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), ketorolac since (B)(6) 2015, levothyroxine, levothyroxine sodium (synthroid) since (B)(6) 2013, medroxyprogesterone acetate (depoprovera), nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015 and prednisone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding((vaginal)"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (d and c and total hysterectomy cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and abdominal pain had resolved and the dysmenorrhoea, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2015 now it is given (B)(6) 2015. Discrepancy noted have you had your essure (or any part of the device) removed? No and plaintiff is currently planning for essure removal. Where as in mr it was reported as pre-op/ post-op diagnosis: dub, menorrhagia (as written) discrepancy noted: previously reported as total hysterectomy cystoscopy ((B)(6) 2016) and now plaintiff claims that unable to afford surgery. Patient received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Procedure: procedure(s) robotic total hysterectomy cystoscopy on (B)(6) 2016. The bilateral essure coils were placed without complications and went easily into each tube without any resistance with 1 coil protruding on the right and 3 coils protruding on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded.; on(B)(6) 2015: normal hysterosalpingogram showing complete occlusion of both fallopian tubes secondary to placement of essure filament.. Imaging procedure - on (B)(6) 2016: essure confirmation test (unspecified) showed bilateral occlusion. Ultrasound scan - on (B)(6) 2016: an ultrasound was performed that showed a thickened upper endometrial lining of 12 mm suggestive of several polyps and a 4.7 cm simple left ovarian cyst. We discussed how both of these could be contributing to her dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia. Most recent follow-up information incorporated above includes: on 25-mar-2021: mr received. Patient medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'), menorrhagia ('menorrhagia/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2008, breast reduction in 1995, gravida ii and parity 2. Concurrent conditions included hyperthyroidism, hypercholesterolemia, dysfunctional uterine bleeding, cervical dysplasia, uterine polyp, high cholesterol, hypothyroidism, cramp in lower abdomen, menses irregular with excessive bleeding, adenomyosis, chronic cervicitis, bronchitis, fever, shortness of breath, wheezing, thyroiditis, hypertension, dizziness, respiratory tract congestion, dry cough, postnasal drip and scoliosis. Concomitant products included azithromycin, benzonatate, ethinylestradiol;norethisterone acetate (junel) since (B)(6) 2015, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), ketorolac since (B)(6) 2015, levothyroxine, levothyroxine sodium (synthroid) since (B)(6) 2013, medroxyprogesterone acetate (depoprovera), nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015 and prednisone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding((vaginal)"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (d and c and total hysterectomy cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2015 now it is given (B)(6) 2015. Discrepancy noted have you had your essure (or any part of the device) removed? No and plaintiff is currently planning for essure removal. Where as in mr it was reported as pre-op/ post-op diagnosis: dub, menorrhagia (as written) discrepancy noted: previously reported as total hysterectomy cystoscopy ((B)(6) 2016) and now plaintiff claims that unable to afford surgery. Patient received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Procedure: procedure(s) robotic total hysterectomy cystoscopy on (B)(6) 2016. The bilateral essure coils were placed without complications and went easily into each tube without any resistance with 1 coil protruding on the right and 3 coils protruding on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: essure device was successfully occluded. Imaging procedure: on (B)(6) 2016: essure confirmation test (unspecified) showed bilateral occlusion. Ultrasound scan: on (B)(6) 2016: an ultrasound was performed that showed a thickened upper endometrial lining of 12 mm suggestive of several polyps and a 4.7 cm simple left ovarian cyst. We discussed how both of these could be contributing to her dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : new events added: abdominal pain, general abnormal bleeding. Reporter information updated. Lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia/ menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2008, breast reduction in 1995, gravida ii and parity 2. Concurrent conditions included hyperthyroidism, hypercholesterolemia, dysfunctional uterine bleeding, cervical dysplasia, uterine polyp, high cholesterol, hypothyroidism, cramp in lower abdomen, menses irregular with excessive bleeding, adenomyosis, chronic cervicitis, bronchitis, fever, shortness of breath, wheezing, thyroiditis, hypertension, dizziness, respiratory tract congestion, dry cough, postnasal drip and scoliosis. Concomitant products included azithromycin, benzonatate, ethinylestradiol;norethisterone acetate (junel) since april 2015, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), ketorolac since june 2015, levothyroxine, levothyroxine sodium (synthroid) since january 2013, medroxyprogesterone acetate (depoprovera), nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6)2015 and prednisone. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding((vaginal)"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complications"). The patient was treated with surgery (d and c and total hysterectomy cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage and abdominal pain had resolved and the dysmenorrhoea, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6)2015 now it is given (B)(6)2015. Discrepancy noted have you had your essure (or any part of the device) removed? No and plaintiff is currently planning for essure removal. Where as in mr it was reported as pre-op/ post-op diagnosis: dub, menorrhagia (as written) discrepancy noted: previously reported as total hysterectomy cystoscopy (28sep2016) and now plaintiff claims that unable to afford surgery. Patient received treatment for menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Procedure: procedure(s) robotic total hysterectomy cystoscopy on (B)(6)2016. The bilateral essure coils were placed without complications and went easily into each tube without any resistance with 1 coil protruding on the right and 3 coils protruding on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: essure device was successfully occluded.. Imaging procedure - on (B)(6)2016: essure confirmation test (unspecified) showed bilateral occlusion. Ultrasound scan - on (B)(6)2016: an ultrasound was performed that showed a thickened upper endometrial lining of 12 mm suggestive of several polyps and a 4.7 cm simple left ovarian cyst. We discussed how both of these could be contributing to her dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pif recieved. Outcome for abominal pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B40024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy in 2008, breast reduction in 1995, gravida ii and parity 2. Concurrent conditions included hyperthyroidism, hypercholesterolemia, dysfunctional uterine bleeding, cervical dysplasia, uterine polyp, high cholesterol, hypothyroidism, abdominal pain lower, menses irregular with excessive bleeding, adenomyosis, chronic cervicitis, bronchitis, fever, shortness of breath, wheezing, thyroiditis, hypertension, dizziness, respiratory tract congestion, dry cough, postnasal drip and scoliosis. Concomitant products included azithromycin, benzonatate, ethinylestradiol;norethisterone acetate (junel) since (B)(6) 2015, hydromorphone hydrochloride (dilaudid), ketorolac tromethamine (toradol), ketorolac since (B)(6) 2015, levothyroxine, levothyroxine sodium (synthroid) since (B)(6) 2013, medroxyprogesterone acetate (depoprovera), nsaids since (B)(6) 2015, paracetamol (acetaminophen) since (B)(6) 2015 and prednisone. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding((vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (d & c and total hysterectomy cystoscopy ((B)(6) 2016)). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for insertion date previously reported (B)(6) 2015 now it is given (B)(6) 2015. Discrepancy noted have you had your essure (or any part of the device) removed? No and plaintiff is currently planning for essure removal. Where as in mr it was reported as pre-op / post-op diagnosis: dub, menorrhagia (as written). Procedure: procedure(s) robotic total hysterectomy cystoscopy on (B)(6) 2016. The bilateral essure coils were placed without complications and went easily into each tube without any resistance with 1 coil protruding on the right and 3 coils protruding on the left diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2016: an ultrasound was performed that showed a thickened upper endometrial lining of 12 mm suggestive of several polyps and a 4.7 cm simple left ovarian cyst. We discussed how both of these could be contributing to her dysfunctional uterine bleeding. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs and mr received. Reporter information were added. Lot number, medical history, lab data, concomitant drug added. Event: abnormal bleeding ((vaginal), menorrhagia, depression, mental anguish, dysmenorrhea (cramping) were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.